Event description:
It was reported by a customer in the USA that during pt use, an 840 ventilator stopped cycling. Although requested, there is no add'l info available. There was no reported pt injury.

Manufacturer narrative:
The covidien svc engineer (cse) replaced the analog interface (ai) printed circuit board (pcb), the inspiratory pcb, and the air proportional solenoid valve (psol). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).